Manufacturer narrative:
H10: the device was discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6) g1: device manufacturer address 1:(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked at the connection. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.